Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy (lavh). It was reported by the rep that the surgeon was performing the lavh under direction of attending surgeon. During the first firing of the tsw45 instrument, the surgeon reported that although the cartridge seemed to fire and the staples formed, there was bleeding from the staple line. The attending surgeon suggested that they change to the ussc endo gia30. The endo gia30 instrument was fired lateral to the medical staple line which was bleeding previously and completed the procedure without any further concerns.